Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of double beep no cassette was not verified. The event log did not show the error. Service did find error code 1720 during the investigation. The downstream occlusion sensor will be replaced in service as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump had double beep no cassette. No reported adverse effects.